Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reporting number: 2017865-2019-14063. New information notes programming changes were made to atrial sensitivity to avoid noise on the atrial lead and avoid the occasional far r wave . There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that noise and far r wave oversensing both leading to auto mode switching (ams) were observed on the implantable cardioverter defibrillator. Programming changes were recommend. No patient consequences were noted.